Event description:
The pt under went surgery in 2002, to have a bar/c titanium cage implanted in the cervical soine. At some time before the incident the pt complained of pain and was convinced that the cage was causing the pain. The surgeon stated that images of the cage showed ideal placement, during removal surgery, on the event date. The surgeon noted that complete fusion of the engaged the implant driver to the solidly fused of the cage. While attempting to explant the cage two of the 4 prongs (0.056" diameter x 0.100" length_ that engaged the implant broke off the driver, one prong was accounted for nad the other was not. An x-ray was taken of the cage and surrounding area and did not reveal the missing prong. The surgeon deceded no to remove the missing prong remains in the pt. At this time there is no known pt health issues. However, there is a potential for an adverse event and/or a negative reaction from the pt. The hospital did not confirmed if the broken instrument piece reamins in the pt.